Event description:
(B)(6), home health nurse, reported curlin pump malfunction. Pump keeps giving error code indicating error with lithium battery. Home health nurse replaced battery a few times turning off and on the pump to no avail. Medication has not be pooled. Infusion was not started. No adverse event as a result of pump malfunction. Home health nurse does not have needed supplies for infusion via gravity. Patient will get infused once new pump is received (missed dose). Pharmacy replaced device. Unknown serial number and expiration date. Unknown if device available for return. Privigen indication: nonfamilial hypogammaglobulinemia. No further info/details or dates available.